Event description:
A (B)(6) distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code(s)/wrench code(s)) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to r630 reading higher than it should. Backup battery was overheating and that u607 was over heating as its shorted. Caused u104 to overheat. The root cause for the shorted igbts was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.